Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic via data transmission from the implantable cardioverter defibrillator. Upon reviewing the transmission, it was discovered that the device exhibited intermittent loss of capture during a non-sustained oversensing episode on the right ventricular channel. The ventricular channel also exhibited a slow increase in pacing lead impedance over the past year. Programming changes were recommended. No patient symptoms were reported.

Event description:
New information received stated that the patient was seen in clinic on (B)(6) 2019. No further information was available.